Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, approximately 3 weeks after a mastopexy procedure an allergic reaction appeared, many holes around the suture. Suture was removed and fraxel treatment was done to remove the scars.

Manufacturer narrative:
This report 1219930-2018-03419 was sent in error as a duplicate for MFR report number: 1219930-2018-03997, any additional information received in the future will be captured and submitted under the report number 1219930-2018-03997. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.